Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of telemetry was confirmed in the lab. The cause was due to telecommunication with the firmware of the device. The firmware was reset and updated and the merlin programmer was able to fully interrogate the device.